Manufacturer narrative:
The user reported a hypoglycemic event occurring on (B)(6) 2024 between 5 pm and 5:30 pm. The user reported that they felt weak, fell and lost consciousness. The user was not using the eversense system at the time of the event, and as such their sensor glucose could not be confirmed via the data management system (dms) and no alert was issued since the system was not in use. However, the system triggered a low glucose at 4:30pm when the sg value was 61mg/dl, and the glucose was dropping. The alert repeated at 4:45pm with an sg of 47mg/dl and the sg value continued to be visible until 4:55pm when the value was 42mg/dl. The user reported that their bg was 23 mg/dl at the time and that their low glucose alert setting was 70 mg/dl. The user's wife administered glucose as treatment. The user did not receive any further treatment or medication at the hospital. The user had not notified their hcp of the event and was advised to notify the hcp. The system functioned as intended by issuing low glucose alerts shortly before the incident occurred. Additionally the user did not report any sensor inaccuracies. As such, no further investigation is found necessary for this complaint. B4. Date of this report 12 may 2025. G3. Date received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an hypoglycemia event where the patient lost consciousness due to severe hypoglycemia. The event happened on (B)(6) 2024 between 5 pm and 5:30 pm. Patient felt very weak, fell down and lost consciousness for a while. Patient's wife measured the blood glucose (bg) which was 20 mg/dl and administered glucose injection. Ambulance was not called. The eversense cgm system was not in use at the time of incident because the transmitter had stopped working due to battery issue.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.